Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss observed that the system would not boot up. Fss replaced the power supply to rectify the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the sovereign compact console would not start, that black screen occurred with it during the procedure. It was reported that ecce (extra capsular cataract extraction) was performed to complete the procedure without using the machine. The physician opened three (3) millimeter (mm) incision, used healon, made capsulorhexis, performed hydro dissection, then phaco tip was used to chop nucleus, at this time, there was no response of footpedal, physician stopped the procedure and found black screen and no power. He checked cable, power socket and fuse, all was no problem. The physician thought it was machine malfunction issue, so performed ecce to complete the procedure and incision was eight (8)mm. It was reported that after procedure, the patient has astigmatism and no other complication. According to amo sales representative, it was indicated that the astigmatism was caused by incision enlarged (from 3mm to 8mm). That this is a surgically induced astigmatism. There was no loss of 2 or more diopters and no loss of two (2) or more lines of best corrected visual acuity (bcva). When asked the account if the induced astigmatism require a surgical correction to prevent serious injury and not an elective procedure, the response was ''no, surgical correction is not required''. According to the account the visual outcome of the patient is not significantly interfere with activities of daily living and the patient does not use spectacles.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.